Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a cut on a segment of the tubing near the distal luer. When the device was filled with water, a leak was observed from the cut. The reported condition was verified. The cause of the cut was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery tubing of a large volume folfusor leaked. This occurred during filling. There was no patient involvement. No additional information is available.